Event description:
The customer reported via phone call that she programmed a 25 insulin unit bolus and the insulin pump started having a constant tone and vibration at 1.8 units delivered. The customer removed and reinserted the battery and did a selftest but the display went blank. Customer had tried three different batteries and device would not turn back on. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 212 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.